Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2026-99100. Supplemental rationale. Corrected data: b5, h1, h6, h11 . 1 event was previously reported during the reporting quarter; however, - 1 previously reported event was included under MFR report # 3015967359-2026-99143 but should be included under this report. - 2 previously reported events are included in this follow-up record. Product return status. 2 devices were not available for evaluation. Evaluation findings (results/components) 2 devices: usage problem identified / part/component/sub-assembly term not applicable. Product disposition. 2 devices: product not received.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between october 1 ¿ december 31 2025. This report summarizes 2 events for the failure: biocompatibility. - 2 events had no health consequences or impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 1 event was reported for this quarter. Product return status 1 device investigation type has not yet been determined. Evaluation findings (results/components) 1 device: results pending completion of investigation / part/component/sub-assembly term not applicable product disposition 1 device: product disposition is not yet determined additional information 1 device was labeled for single-use. 1 device was not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between october 1 ¿ december 31 2025. This report summarizes 1 event for the failure: biocompatibility. - 1 event had minor injury/illness/impairment.